Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with ventricular tachycardia and ventricular fibrillation. Upon review, an episode of aborted therapy due to noise was observed on the right ventricular lead. It was noted that the noise was reproducible. On (B)(6) 2017 the patient presented for lead revision procedure. During procedure, an insulation breach was observed on the lead. The lead was capped and replaced. No further information was reported.